Event description:
It was reported initially by customer that device caused under-infusion to patient. Through several attempts to gather more info from customer, it was reported that patient's volume on pump was set for 250 ml total. Pump was set to deliver at rate of 125 ml/hr. Customer reported that when nurse checked bag there was 125 ml left in bag to infuse into patient while pump displayed that there was 4ml left to infuse into pt. Customer reported no adverse effect to pt as a result of reported issue. Customer reported pt is doing fine.

Manufacturer narrative:
Customer reported that device was evaluated by their lab and reported that device passed infusion testing. Upon receipt of the device from customer, device underwent 4 add'l volumetric evals. Device passed volumetric evals and tested within specs. Customer and failure analysis have both concluded that nurse inadvertently entered incorrect volume to be delivered resulting in under infusion to patient. No malfunction of device occurred. Investigation results: the complaint was not confirmed for the reported issue. 4x volumetric tests of 120ml/hr and 10ml tested within specifications: preventative maintenance was also performed on device.